Event description:
Reported as: "a leaking port."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis revealed leakage to the port base of the lap-band system. Further analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). This was most likely due to surgery to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."